Manufacturer narrative:
The results of the investigation are inconclusive since the device is not accessible for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the surgical intervention was undertaken on (B)(6) 2019 wherein the physician relocated the ipg pocket site deeper. This addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg pocket site was moved on (B)(6) 2018 because it had rotated in the pocket site and was causing discomfort to the patient. The issue is still continuing. In turn, surgical intervention may be pending to address the issue.